Manufacturer narrative:
Product event summary: the 990063-015 mapping catheter with lot number 228436369 was returned and analyzed. Visual inspection of the mapping catheter was performed. The loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 2.4 inches from the lemo connector. The introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. The inserter was detached from lemo connector. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between electrodes and the other side of the cable showed the electrocardiogram (ECG) electrode one to pin one was an open circuit. The rest of the channels were normal. Dissection of the suspect ed electrode related to the noise, revealed the electrode wire was broken from the welding at electrode one. In conclusion the mapping catheter failed the returned product inspection due to a broken electrode wire at the weld, a kink/twist on the catheter shaft, and the connector insert was detached from the lemo connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was noise from the mapping catheter. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.